Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not charge the ins for a few months and it was over discharged. The rep did a device reset and the eos message appeared. The patient was going to make an appointment for ins replacement. No further complications were reported.